Event description:
It was reported that during port placement procedure, the catheter allegedly leaked when saline solution was infused. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter were received. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified pinhole rupture issues, as a pinhole was noted around 11.9 cm from the distal end of the cath-lock and upon infusion leak appeared from the rupture. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during the preparation of the port placement procedure, the catheter allegedly leaked while saline solution was infused. There was no reported patient injury.